Event description:
It was initially reported that the zimmer air dermatome handpiece failed due to user error. Additional clinical information determined that the issue occurred during surgery and had a patient involvement. It was stated that the on/off knob which supplies nitrogen gas to the device was not properly seated on the valve stem and caused an insufficient amount of psi to the device. There was an impact/damage to the graft harvest and an additional unplanned graft harvest was required. An alternate device was retrieved and used to complete the surgery without any reported delay.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.